Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and reset after delivering a low energy pulse at the distributor. The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Pin 3 on u409 was shorted. In addition, high voltage travelled to low voltage circuitry, damaging multiple components on the defibrillator and computer/analog boards. The root cause for the shorted u409 transceiver could not be positively identified. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.